Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 1 it was reported to b. Braun medical inc. That an introcan safety® intravenous (IV) catheter (material # 4251644-02, lot # 0061928058) was used during a procedure performed on (B)(6), 2024. According to the complainant, when the needle was retracted, the passive safety mechanism failed to engage. Reportedly, the tip of the needle remained exposed instead of being safeguarded. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformance's were noted during the in process or final product inspection. Five retains from the reported lot number were tested and passed. No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.